Event description:
It was reported that during pre-surgery, it was observed that the attachment device was overheating. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment. Therefore, the reported condition was confirmed. It was determined that the gears were worn and corroded, which was indicative of damaged cause by sterilization process/immersion during cleaning, which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.